Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: carto 3 system (model#m-4800-01, serial# (B)(4)), stockert 70 system (model# unknown, serial# unknown), coolflow pump (model# unknown, serial# unknown). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a male patient underwent an ischemic ventricular tachycardia (isvt) procedure with a smart touch bidirectional catheter and suffered a cardiac perforation which required a patch to repair the hole. The patient¿s medical history is unknown. It was reported that during fast anatomical mapping (fam), the fam was where it should not have been and the patient's blood pressure dropped. An ultrasound confirmed a perforation. A sheath was left on the hole and then a patch was placed to repair the hole. The patient was reported to be in a stable condition. Additional information was received on the event. During fam it revealed there was a perforation. It was stated, the fam helped in the situation because they were not sure what was happening at the time. The perforation was from exterior to interior so that made it easier to see from a fam perspective. The physician states it was definitely not a product problem. The patient did not require hospitalization due to the adverse event. No transseptal puncture had been performed. No ablation had been performed yet. No error messages were observed on biosense webster equipment during the procedure. Settings during the event include: irrigation flow setting 15ml/min. A factor that may have contributed to the event was it was a redo procedure with adhesion.